Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The cause of the event is undetermined.

Event description:
It was reported that during a shoulder rotator cuff repair procedure, the surgeon was using an oval burr. During shaving, the burr began to produce metal shavings in the patient¿s joint. The surgeon immediately stopped use of this burr. He attempted to wash out the fragments but was unsuccessful in removing all the fragments and some debris remained in the joint. The surgeon completed the case with an ar-8500bc instead.

Manufacturer narrative:
Complaint confirmed. The evaluation revealed metal scuffing and swirl marks on the ID of the outer tube. The inner and outer tubes rotated freely during testing with no scuffing observed. There were rust spots noted below the plastic sheath and damage found to the plastic sheath near the hub. This type of damage can result from excessive bending forces applied to the device during use.